Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. The date of the event is an approximation. On (B)(6) 2022, the patient reported a loss of consciousness that occurred during an active cgm sensor session. The event took place in 2022, though the patient was unable to recall the exact date or full details. On the day of the incident, the patient noted that prior to leaving home, the cgm reading was over 200 mg/dl. While driving, the patient began to notice erratic behavior, including excessive speed and abrupt braking. Unable to check the cgm at that moment, the patient subsequently crashed into a tree. The patient was uncertain whether loss of consciousness occurred before or after the collision but confirmed being unconscious when police arrived. Paramedics treated the patient with intravenous fluids at the scene, after which the patient regained consciousness and was transported to the hospital. Upon arrival, the fingerstick blood glucose reading was approximately 100 mg/dl, while the cgm still displayed a value over 200 mg/dl. No additional treatment was reported, and the patient was discharged after approximately two hours. Based on the available information, the event was understood to be a hypoglycemic episode. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.